Event description:
The tenotomy scissors were being used to make a pocket in the tarsal canal in a patient's foot.  As this was being performed, and scissors were deep in canal, the tip broke off the scissors.  It was noted once the scissors were removed.  Scissors were intact before the procedure commenced according to scrub nurse.  Many attempts to retrieve were unsuccessful.  Upon x-ray, it was noted that the tip is in the patient's ankle. Additional information that was provided by user facility and stated that the scissor tip has since been removed by the same surgeon and it was an uneventful procedure. This was done on (B)(6) 2012. The patient is happy and stable at this time.

Manufacturer narrative:
(B)(4): one (1) device was returned for "fell apart". The tip of the scissors broke off during a surgical procedure of the foot. Visual examination of the returned instrument confirmed the reported issue. Visual examination revealed that the break is consistent with being broken while in use. There are no indications of corrosion, material or craftsmanship defect. Root cause can be attributed to mechanical overstress. Cause of mechanical overstress cannot be determined at this time, but may include but not limited to, use for which the product was not intended for (such as cutting cartilage) and or became damaged during handling such as reprocessing. Note: the customer has had in his possession and used the scissors since purchased in (B)(6) 2009 with no return for other issues or repairs. A two year trend analysis was conducted. No trend was reported for this issue for this product code.